Event description:
Customer received two cases of needles that the packages were unsealed. (4 needles in each case).

Manufacturer narrative:
A review of the mfg documents from the DHR/lhr for lot 0911091 has verified the devices were produced according to current and approved procedures and material specs. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Original submission: 1320894-2009-00013. Additional initial medwatch reports: 1320894-2010-00037, 1320894-2010-00038, 1320894-2010-00039, 1320894-2010-00041, 1320894-2010-00042 and 1320894-2010-00043. A supplemental report will be filed when quality engineering investigation is complete.